Event description:
It was reported that a patient in the (B)(4) study had vegetation on the right ventricular lead and a chronic system infection. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.